Event description:
Reported due to lack of hemostasis, requiring surgery, following the use of a perclose a-t (closer ak) device. The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. The physician did feel resistance with insertion. He achieved mark but it was weak. He deployed the foot without difficulty. The sutures were available for retrieval when the plunger was removed but when the physician attempted to park the foot "bleeding occurred." Bleeding continued after removal of the distal guide and it is reported that the foot appeared to be incompletly parked, reportedly causing injury to the vessel. Physician stated foot parking was "difficult." Hemostasis could not be achieved with manual compression and the pt required surgery to achieve hemostasis. The pt did not require a blood transfusion and pt was discharged from the hosp two days after the event. Though requested, no additional info was provided.